Manufacturer narrative:
Additional information: d9, g3 h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that all the components were assembled properly at the tube according to drawing. An inflation deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction, and no failure mode was observed in the received sample, the sample was submerged into a container filled with water and no leaks were observed. It was reported that that an endotracheal tube failed during procedure wherein the cuff would not stay inflated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Do not overinflate cuff. Ordinarily, the cuff pressure should not exceed 25 cm h20. Carroll and grenvik recommend maintaining a seal pressure at or below 25 cm h20 (carroll, r.g., and grenvik, a.: proper use of large diameter, large residual cuffs. Critical care medicine vol. 1, no. 3:153-154, 1973). Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endotracheal tube failed during procedure. Th cuff that would not stay inflated. The patient was able to vocalize around the endotracheal tube, and low expiratory volumes were observed. The endotracheal tube was switched over a bougie and needed to be reintubated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: to remove g5 in h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, g5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endotracheal tube failed during procedure wherein the cuff would not stay inflated. The patient was able to vocalize around the endotracheal tube, and low expiratory volumes were observed. The endotracheal tube was switched over a bougie and needed to be reintubated.

Manufacturer narrative:
Additional information: a2, b5, e1 (first name, last name, street 1, postal code, phone number), e3, e4 (email), g3, h6, fdp code (tachycardia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endotracheal tube failed during procedure. The cuff that would not stay inflated. The patient was able to vocalize around the endotracheal tube, and low expiratory volumes were observed with 135 hearth rate. The endotracheal tube was switched over a bougie and needed to be reintubated.